Event description:
It was reported that the user experienced low glucose events after starting a new medication for pneumonia, including a referenced event with a blood glucose of 65 mg/dl following a correctly sized and timely meal announcement while using the ilet system. Symptoms included hypoglycemia and urgent low glucose notifications. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint intake, review of reported usage and event details, and referral to the healthcare provider regarding potential medication effects on glucose. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia was unclear, with a potential contribution from concurrent medication as reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.